Manufacturer narrative:
The tech found the CPR valve is stuck due to contamination in the hydraulic fluid. The technician replaced the CPR valve to repair the bed.

Event description:
Info received indicates, the head section will not go up.